Manufacturer narrative:
The initial procedure was sacrospinal fixation with mesh on (B)(6) 2010. The diagnosis and indication for the procedure was symptomatic prolapse grade 4 rectocele vault decent. On (B)(6) 2013, the patient experienced recurrence of her prolapse, bleeding and erosion at the apex of vagina. The mesh exposure was noted by the physician on (B)(6) 2013. The exposure was 1cm right lateral midline at the vault of vagina with bleeding and blood stain discharge. Upon reoperation on (B)(6) 2014, a 1cm mesh erosion, grade 3 cystocele was noted. The physician opined that menopause many have been a contributing factor to this event. The current status of the patient was reported as having some mesh excised and is now well and discharged. (B)(4).

Event description:
It was reported that the patient underwent bilateral sacrospinous fixation on an unknown date and mesh was implanted. Following the procedure, the patient experienced postmenopausal bleeding and examination revealed mesh erosion and exposure through the vaginal mucosa. The mesh was surgically excised and vaginal defect repaired on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.